Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection of the showed that the top case cracked by the top tube holder and lower rear corner. Bottom case cracked at the battery compartment. During power up testing and check and test force sensor calibration, the issue could not be duplicated. The root cause of the issue could not be determined as no physical or other damage was found on the plunger cable. Replaced force sensor as a preventive measure and performed all functional testing which passed.

Event description:
It was reported that there was a force sensor error. No patient injury was reported.